Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and electrical test of the returned device were performed following bwi procedures. An electrical test was performed, and no electrical issues were found, no other damage was observed. Visual analysis revealed that the irrigation port-hose was completely detached. Due to the damage observed, the device was sent to a supplier for further investigation and it was concluded that the damage is not manufacturing attributable. The root cause could be related to the handling and/or shipping after the procedure; however, this cannot be conclusively determined. The electrical issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: luer valve (g0413502) were selected as related to the issue detached irrigation hose. Investigation findings: no findings available (c20) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue signal issue. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the irrigation port-hose was completely detached. It was initially reported by the customer that during the operation, the signal loss was observed on ic, bs, or all ECG (bs + ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported signal loss is not considered to be MDR reportable since the risk to the patient is low. On 30-nov-2023, the bwi pal revealed that a visual inspection of the returned device found the irrigation port-hose was completely detached. This finding was assessed as an MDR reportable malfunction.